Event description:
Customer reports performing back to back tests on the aviva system with results of 419mg/dl and 85mg/dl. No qc were run. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.